Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high out of range pacing lead impedance was noted. The device was reprogrammed to another vector and pacing lead impedance and capture threshold were within limits. Lv pacing was noticed on ECG. The patient¿s condition is fine after the event.